Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had to change everything yesterday and the issue happened twice while they were at school. Customer's blood glucose was 4.1 mmol/l an hour ago. Customer stated that they had an insulin flow blocked alarm and it was explained that there was a possible connection issue or occlusion in the tubing. Customer stated that the reservoir is not empty. Customer stated that the insulin did not exit with a 5.0u prime. It was explained that there may be a site related issue. Customer was advised to change the infusion set as soon as possible. Customer performed the displacement test and it was successful. Customer was advised that the pump will be replaced.

Manufacturer narrative:
The pump was received with operating currents within specifications, and passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected insulin flow blocked alarms were noted. The pump was received with minor scratches on the display window and case.